Manufacturer narrative:
(B)(4) complaint evaluation testing was performed based on the complaint description, pictures, and inspection of the sample returned. Inspection of sample: one syringe with approximately 0,7 ml gel still remaining inside the syringe with the syringe flange broken off, of the reported lot in return. Picture: visual inspection has been performed of provided picture in terms of overall appearance. Two images show one broken syringe where the flange has been completely snapped off. The lot number and the number of defective units are in accordance with the report. The batch record has been reviewed and no deviations or anomalies were identified that can be linked to the complaint. No quality issues have been found related to the raw material (syringe) that could explain the complaint. The most probable root cause could not be determined. No further actions will be taken regarding this complaint. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "during the intervention, the surgeon attempted to inject a second syringe of deflux at the level of the ureteral meatus, but the syringe plunger broke mid-injection. It was impossible to complete the administration of the product. No additional deflux syringes were available in the facility." Additional information received on august 08, 2025, indicated that "the procedure performed was bilateral deflux injection. Type of anesthesia: general anesthesia with oro-tracheal intubation. Child in dorsal decubitus position. Disinfection with dakin. Placement of sterile d rapes. Procedure details: a size 9 endoscope for infants was inserted to inspect the bladder. The bladder appeared large, and at the beginning of the exploration, numerous retrovesical bulges were observed, likely due to fecal impaction. Both ureteral orifices were easily visible, wide, and very open. Each side had a single ureteral orifice. On the left side, one ampoule of deflux was injected under the ureteral mucosa, nearly into the ureter, until a satisfactory bulge was achieved. On the right side, a satisfactory bulge was also achieved, but it was not possible to inject the entire ampoule due to the breakage of the injection device. Upon inspection, the bulges were deemed satisfactory, allowing the procedure to be concluded. Bladder drainage was performed at the end of the procedure. Note: the procedure was interrupted at one point due to poor tolerance by the patient due to bladder fullness, requiring bladder drainage between the two injections. According to pictures shared, the part broken of the syringe was the glass flange."

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "during the intervention, the surgeon attempted to inject a second syringe of deflux at the level of the ureteral meatus, but the syringe plunger broke mid-injection. It was impossible to complete the administration of the product. No additional deflux syringes were available in the facility." Additional information received on august 08, 2025, indicated that "the procedure performed was bilateral deflux injection. Type of anesthesia: general anesthesia with oro-tracheal intubation. Child in dorsal decubitus position. Disinfection with dakin. Placement of sterile d rapes. Procedure details: a size 9 endoscope for infants was inserted to inspect the bladder. The bladder appeared large, and at the beginning of the exploration, numerous retrovesical bulges were observed, likely due to fecal impaction. Both ureteral orifices were easily visible, wide, and very open. Each side had a single ureteral orifice. On the left side, one ampoule of deflux was injected under the ureteral mucosa, nearly into the ureter, until a satisfactory bulge was achieved. On the right side, a satisfactory bulge was also achieved, but it was not possible to inject the entire ampoule due to the breakage of the injection device. Upon inspection, the bulges were deemed satisfactory, allowing the procedure to be concluded. Bladder drainage was performed at the end of the procedure. Note: the procedure was interrupted at one point due to poor tolerance by the patient due to bladder fullness, requiring bladder drainage between the two injections. According to pictures shared, the part broken of the syringe was the glass flange."